Event description:
It was reported that during use, the device exhibited an unspecified alarm. The pump was powered off but was still alarming and the screen was completely blank. The alarm also continued after batteries were taken out. The patient was to present to the clinic the following day. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the pump acting normal, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.